Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2017 with the following findings: during investigation the battery compartment was found to contain cracks above the grip pad to threads, and below the grip pad to the case seal. Unable to duplicate top worn complaint. The battery cap was found to have damaged threads; continues to spin when attaching to test pump; difficult to remove.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The battery compartment was alleged to be damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.